Manufacturer narrative:
Corrected information provided in d.4 additional information has been provided in d.9., h.3., h.6., h.11. The product was returned for analysis and damage was observed to the iol. Iol returned positioned correctly in the iol case. Solution is dried on the iol. There are multiple fractures in the optic. There are fibers on the optic. The lens is scratched/marked-rejectable. Photo provided shows an iol on a grey background. There appears to be a line/mark on the optic. We are unable to determine the root cause for the reported complaint crack in the iol after implantation, in and out. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Photo provided shows an iol on a grey background. There appears to be a line/mark on the optic. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, there was a crack in the iol after implantation. The lens was removed and exchanged with unspecified replacement lens during initial procedure. The procedure was completed on the same day. Additional information has been requested.